Manufacturer narrative:
Submit date: 6/29/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports tip of suction tubing coming off. Molded connector is not attached to tubing.

Manufacturer narrative:
One unused samples with lot number 710018364x was received for evaluation. After performing a visual inspection the issue was observed; the inner packaging contains a broken component. The DHR file was reviewed indicating that product was released meeting all quality standard requirements. A probable root cause of this condition is attributed to a failure in the solvent presence sensors of the extruder machine where the tube is cut to length then the tips are inserted into the tubing using this solvent. The following corrective action was established: product specification has been updated to include a checklist for inspection of the machine sensors to ensure they are in good working condition to minimize the reoccurrence of the reported condition. If information is provided in the future, a supplemental report will be issued.